Manufacturer narrative:
Lot number is unknown as it was not provided, expiration date is unknown as the lot number was not provided, UDI is unknown as lot number was not provided, device manufacturer date is unknown as lot number was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing and after the patient was re-applanated, was not able to get through new side to lift flap. The laser treatment was converted to a photorefractive keratectomy (prk). The patient had no complaint. The procedure was completed successfully and there was no loss of visual acuity. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 1.50 x -2.25 x 172, left eye pre-op 20/20 1.00 x -2.25 x 0.